Event description:
Medtronic received information that new onset left bundle branch block (lbbb) was noted 1 day following the implant of this transcatheter bioprosthetic valve; no treatment was prescribed. Paroxysmal atrial fibrillation was noted 3 days following implant, for which medication was prescribed. Approximately two years post-implant, an electrocardiogram (ECG) revealed complete heart block, for which a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.